Manufacturer narrative:
A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown, later confirmed as baker iii. Healthcare professional also reported "pain" not related to the device. Device remains implanted.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade unknown. Later confirmed, as baker iii. Healthcare professional, also reported, "pain". Not related to the device. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, since it is not related to the device. Pain-ndr: not applicable, as the event is not related to the device. Additional observations: white particles observed, on the device. No further actions are required, as the device was implanted.

Event description:
Device has been explanted and replaced.